Event description:
On (B)(6) 2012, at (B)(6) medical center, (B)(6), the customer reported that for a patient transferred to the ICU while on a cardiohelp (article number 70104.8012; serial number (B)(4)) that the venous probe no longer displayed the hemoglobin (hb) value, instead reporting dashes. The venous probe was unplugged, reconnected, and recalibrated with no change in the hb value display. The venous probe was disconnected to disable the continuous alarm. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).